Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 19 mg/dl and treated with glucagon. Customer was taken to the hospital via emergency medical response. Customer was taken to the hospital on (B)(6) 2019 with blood glucose of 19 mg/dl; customer was not hospitalized. Customer removed the insulin pump and stopped using it. Troubleshooting was performed. Insulin pump will not be returned for analysis.